Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8.0 mm. In this case, the access vessel's minimum luminal diameter was smaller than the minimum requirement, at 6.7 mm. The root cause for the reported vessel dissection cannot be confirmed. However, the small and less than adequate vessel diameter likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, after successful deployment of a 26mm sapien valve, and removal of the 24f sheath, angio revealed a dissection in the right common femoral artery (rcfa). Per the report, the delivery system was removed and sheath pulled back to the rcfa. Angiography was done and showed no rupture. A crossover balloon was inflated, the sheath removed, and the perclose sutures were tightened. Angio reveled a local dissection to the rcf and abrupt closure. The surgeon decided that a surgical repair would be the best option given the location. A surgical cutdown of the groin was performed to expose the vessel. The intimal flap and clot were removed and a surgical patch was used to close the vessel. The final angiographic run showed good distal flow and no extravasation. It was reported the patient tolerated the procedure well, and was transferred to the unit in stable condition. Additional investigation revealed the following: the minimum luminal diameter of the vessel at the access site was 6.7 mm. The vessels were reported to be free of calcification and tortuosity.